Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the ventricular output connector is broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the ventricular output connector is broken. Side bail covers and output connector are broken. The upper and lower cases are broken and contaminated. Battery release, lead flex cover, and battery drawer are contaminated. Side bail covers and output connector are broken. Battery contacts are compressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.